Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 67.9 months, reached end of life (eol) and exhibited fault code 05 (charge timeout). The patient had several episodes of ventricular fibrillation (vf) in which the fault code occurred. The device sensed the vfib appropriately. Guidant received additional information that this device has a history of noise on the ventricular rate/sense channel. Additionally, the device reached elective replacement indicator (eri) in january 2003. The patient wanted a second opinion about the explant procedure and his lead. When the patient was finally brought back for a generator change, the physician noted that the implantable endocardial rate/sense lead had a conductor coil fracture; however, the patient did not want to have the lead explanted or another rate/sense lead implanted.